Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and heart attack from (B)(6) 2020 with blood glucose of over 600 mg/dl. The customer also stated that the they alleges insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer reported that insulin exited at the quick release. The insulin pump will be returned for analysis.